Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02859 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a colorectal metastases rfa (radiofrequency ablation) procedure performed on (B)(6) 2010 ((B)(6), male patient). According to the complainant, after positioning the electrode, the single liver lesion was treated. However, after 15 minutes and without achieving roll-off, the electrode was moved slightly proximally. A second fifteen minute treatment cycle was performed, during which time, the array was slightly retracted. Roll-off was achieved on this ablation attempt. The electrode was then moved further proximally and a third ablation attempt was performed. Again, roll-off was received. The physician indicated that the total treatment time was 45 minutes. Post procedure, the patient's skin was red under all four pads with blistering under the inner two pads. The blistered area was approximately 4cm x 8cm. Furthermore, twelve hours after the procedure the burn had shrunk and the residual area, approximately the size of two fingers, was dressed. The account reported that there were no visible issues with the leveen electrode. The patient's condition at the conclusion of the procedure was reported to be stable. The burns have been dressed. Additionally, the patient was discharged the day after treatment.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.07 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 08/05/2010 and 08/12/2010); however, no additional information was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Through follow-up with the health-care provider, it was learned that the cause of death was bowel ischemia with acidosis. However, the device has been disassociated from the event by the health-care provider. Therefore, it has been determined that this event is no longer reportable to FDA.